Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient returned home from work feeling fatigued and nauseous. She did not check her cgm at that time, assuming her symptoms were due to general exhaustion, and proceeded to take a nap. Around midnight on (B)(6) 2025, patient awoke experiencing vomiting, rapid heart rate, extreme fatigue, and persistent nausea. She did not check her cgm during this episode. A family member transported her to the emergency room (ER), where she arrived at approximately 04:00 am. Upon arrival, a manual bg test was conducted at 06:00 am, showing a bg level of 357 mg/dl. In contrast, her cgm was displaying a lower reading of 135 mg/dl. Due to the discrepancy and confirmed inaccuracy of the cgm readings, both the cgm and insulin pump were removed in the ER. The patient was treated with intravenous (IV) fluids, an insulin drip, electrolytes, and magnesium. According to pt, the IV fluids and electrolytes were administered to address dehydration. She was diagnosed with mild diabetic ketoacidosis (dka). As of the time of this report, pt remains hospitalized but is showing signs of improvement. Her most recent bg reading was 188 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.